Manufacturer narrative:
This report is submitted on february 01, 2023.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with intravenous antibiotics (duration not reported). The abutment was then removed under general anaesthetic on (B)(6) 2022. This report is submitted on june 09, 2023.